Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and found all four needles separated from the sensor base. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that he took 4-5 sensors with him to travel while in (B)(6). The customer stated that he uses the sof-sensor and the configuration of the stem being 90 degrees, the stem fails. The customer stated that he had the sensors packed in his luggage. The customer stated that whenever he took a sensor out, the stem somehow broke off from the sensor. The customer will be sent replacement sensors.